Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while stapling the stomach, there was an incomplete staple line distally together with poor staple formation. The issue was resolved through manual suturing of anastomosis.